Manufacturer narrative:
Date of report: (B)(6) 2021.

Event description:
It was reported to philips that during use, the customer alleged "patient trigger cannot be count¿. The ventilator was in use at the time of the event. There was no patient harm reported as a result of the event. There was no evaluation performed by philips. The customer did not request for philips to evaluate the device. Therefore, the alleged condition cannot be verified. Multiple attempts to derive more information failed. If/when new information becomes available, a follow-up report will be submitted.